Event description:
A caller reported that the cartridge was not fitting properly on the pump, as it was not fully snapped into place. The caller confirmed that there was no adverse impact to their blood glucose level, with levels not exceeding 500 mg/dl (27.7 mmol/l). The caller was instructed by technical support to inspect and clean the pneumatic tap area, ensuring no damage or debris was causing the issue, which was confirmed. Although the replacement pump was not yet set up, the caller acknowledged the information provided and declined further assistance.